Event description:
This is report 1 of 5 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unknown date, the patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unknown date, the patient was retrained. The patient was discharged from the hospital and recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Same patient as (B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b17021 and h13c20064 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted.